Event description:
This was an abdominal runoff and peripheral intervention. The initial access puncture was satisfactory. Moderate/normal calcification was observed; no tortuosity or scarring. The physician accessed the pt's right groin with the axera 2 access system and reported it to be a "textbook" procedure. Pictures were taken and the left leg was treated via contralateral approach. The sheath was pulled, pressure was held for 5 minutes, and the groin was static and sound. The left leg was accessed to treat the right leg via contralateral approach. A picture of the right groin revealed a dissection plane in the cfa. The pt complained of pain and a cta scan confirmed a dissection, which was resolved (along with pain) via deployment of a balloon to the area. Resolution of the dissection was confirmed via imaging. The pt recovered with no further sequelae.

Manufacturer narrative:
The device was not returned; therefore, product failure analysis was not possible. The lot number was not reported and could not be distinguished from multiple lots shipped to the facility. Therefore, a review of the device history record for this lot was not performed. Although images of the injury were taken, they were not released for our examination. We were unable to assess the location of the dissection and whether it could be attributed to the axera 2 device. The axera 2 access system instructions for use (IFU), was reviewed. Dissection is a known possible adverse effect of vascular access procedures and is listed in the adverse effects section of the product IFU. The IFU provides the appropriate instructions on device usage, warnings and precautions; therefore, no update is required. Based on the review completed, it is unk whether or not the device was out of specification as it cannot be definitively determined. The root cause, based on available information, is unk as it cannot be definitively determined.